Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical technologist supervisor reported that during an intraocular lens (iol) implant procedure, the lens was noticed to be cracked after it was implanted in the eye. The iol was removed during the procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: only half of the lens was returned on a surgical sponge for evaluation. Solution is dried on the lens. The optic is cut, typical of insertion and removal. The returned portion of the cut lens has multiple scratches and cracks near the cut damage. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The reported damage was observed. The root cause for the reported damage may be related to a failure to follow the directions for use. The file indicates the use of a non-qualified viscoelastic. The manufacturer internal reference number is: (B)(4).